Event description:
Consumer reported bd pen needle broke in his stomach and he went to ER and had x-rays done. Doctor was unable to remove it because needle was too deep. In 2009, consumer went in for surgery to have needle removed, doctor was unable to remove because the needle keeps traveling.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check, or device history review, as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.